Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was noted on the x-ray that this right ventricular (rv) lead was pulled back a bit. Additional information obtained from the field which indicated that no further intervention was done. To date, the lead remains in service. No adverse patient effects reported.